Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The door jammed alarm was confirmed through an event log review. The cause was undetermined. If any additional information is received a follow up will be sent. The lower auxiliary assembly and upper auxiliary assembly were replaced.

Event description:
During the evaluaton of a returned spectrum infuison pump, 1 occurrence of 'door jammed' alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.